Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 failed, and it would not close. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the catch latch was loose and fell off. A field service engineer (fse) reinstalled the loosened catch latch to resolve the issue and tested it. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.